Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported it was never turned up since the day the patient left the hospital. The feeling when the stimulation was turned up high was described as an ¿electric¿ feeling. It was just like sticking their fingers in an electric socket and holding it there all day, so the patient only used it on their extremely bad days. The hcp wanted assistance from the manufacturer representative to reprogram the device. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer with a neurostimulator for degenerative disc disease and herniated disc pain. It was reported there was a loss of stimulation and loss of therapy occurring daily. The patient had pain from his hip to his foot. The change in therapy/symptoms was gradual; the problem has gotten gradually worse. The change in stimulation was related to the patient's positional movement. The patient had to turn it up "higher than normal" to get "any relief that is worth it". The patient then gets the "feeling of a really high feeling" in order to get it to help from the hip to foot, and the patient was tired of feeling that feeling. The only way the patient feels it is if he lays on his back. The patient stated he had been getting this stimulation feeling for the past 3 or 4 years. The patient does not turn it on a lot of the time because he doesn't like that feeling. The patient was taking a lot of medications daily for the past 8-10 years. The patient did not really feel the effect of the pain medication anymore. There was a fall that could be related to the issue. However, it was also noted the patient had a fall in 2003 or 2004 and that was before the most recent one was implanted and the patient had not had any falls since this one was implanted in 2005. Information regarding the steps taken to resolve the issues were requested.